Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and observed that the vibrator is repeatedly activated in three short bursts. Unable to perform functional testing and the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of ceased to function. The root cause was determined to be a defective u4 component.